Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system had a blank screen and would not fluoro at boot up prior to a case. No pt injury was reported.